Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has also reported having hospitalization for breathing issue. The relationship between the device as the hospitalization for breathing issue is currently unclear. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.